Event description:
A male received an automatic implantable cardioverter-defibrillator (aicd) in 2008. Patient information about the aicd is attached. On the following month, while at home the patient experienced respiratory distress. Emergency transport (ems) was called to transport the patient to the hospital. During the transport, he experienced "pulseless electrical activity at one point and was bradycardiac at one point, and with tachycardia at another point. Acls protocol was followed. "Per the patient's death summary. The patient was intubated and placed on a ventilator. It is thought he experienced a significant anoxia event in transport to the hospital per the patient's death summary. While hospitalized, he had a tracheostomy and a peg tube placement. It is thought he had an mi per the death summary. He was coded but expired on the following month. An autopsy was performed two days later.